Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break out box was not functioning as intended. The site report the ports on the left-hand side of the box were not illuminated except for the port with an instrument connected (port 3), which was illuminated orange. All ports on the right-hand side of the box were illuminated green. Instruments connected to the left-side ports were not able to be tracked, but when those instruments were connected to the right-side ports they were able to be tracked without issue.  No further information available. Additional information was received. The navigation system was being used with a patient present. There was no surgical delay, and there was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825. H3, h6: the electromagnetic navigation interface unit was returned to the manufacturer for analysis. Analysis found that the electromagnetic navigation interface unit is defective. The led's on ports one and three do not illuminate it did not recognize the inserted tools. The led for port five stays constant amber. The remaining ports appear to function normal, although, when tools are inserted in port six, initially there was some intermittence. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to b5. Section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The type of procedure was a cranial tumor resection. The issue occurred pre-operatively.

Manufacturer narrative:
H3, h6: the system was serviced in the field and hardware parts were replaced. The system then passed system checkout and was functioning as expected. Applicable codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.